Manufacturer narrative:
The reported event of pocket stimulation was not confirmed. The returned ipg passed all functional testing (bench and autotest). Monitoring of the ipg outputs with an oscilloscope did not show any extraneous signals on the output channels nor did it show any signaling on the ipg can. No root cause was identified for the reported issue.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Date of event is estimated.

Event description:
It was reported the patient experienced stimulation at the ipg site. In turn, the ipg was explanted to address the issue.